Manufacturer narrative:
One collection cassette and two small plastic vials with a bl5113 pack label from lot v6794 was received. The assembly was dirty with fluid in the lines and collection cassette. One vial contained two blue irrigation sleeves. The other vial contained a small blue particle. The particle was soft (squishy) to the touch. The particle was similar in appearance to the color and material of the blue irrigation sleeve. Microscopic examination found that it is the appearance of a shaving, slice or sliver as it is thin and long. The particle was sent to the lab for analysis. The lab results stated that the blue colored particle consists of organic material with mineral deposits.

Manufacturer narrative:
Product has been requested for evaluation however it has not been received. Sterilization and lot history records were reviewed and no exceptions were found.

Event description:
During the performance of the cataract a blue microparticle was found in the patient's eye. During the operation the particle was removed.

Manufacturer narrative:
Original event was reported as a malfunction however it should have been reported as a serious injury.